Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 20</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a rewind issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-69 years of age and between 74 and 200 pounds. Of the reported patients, four were male, 15 were female, and zero were unknown.

Manufacturer narrative:
Device evaluation: of the 20 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Manufacturer narrative:
In quarter 4 of 2018, there were 1 instances of rewind issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.